Event description:
Epidural pump did not properly deliver medication to patient resulting in a repeat epidural insertion. Pump originally started at 0200 by rn. Pump stopped by rn at 0556 hrs for insertion of second epidural/spinal combo as first epidural reportedly not effective. At 0950 hrs, following 8cc bolus from epidural pump for increased discomfort, pump alarmed for "bottle empty/empty container." Pt. Epidural pump d/c'd as pt. Ready to deliver. When bottle of med removed from pump it was noted to have over half container of medications. Patient endured 2 epidural insertions due to pump failure.